Event description:
It was reported that during an operation the patient was having for lymphatic discharge, the shock therapy was not turned off on the device. Two inappropriate shocks were delivered due to noise during the use of the electric cautery. The device remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.